Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly at 75% battery life. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump.